Event description:
The customer reported cleaner leaked from the coulter lh 500 hematology analyzer onto the counter while performing a system test. The volume of the leak is unknown. The leak was not contained within the instrument. The customer also reported the instrument generated "vacuum out of range", "ambient temperature" and "+12 vdc out of range" errors during the event. There was no exposure to open wounds or mucous membranes. The operator was wearing personal protective equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the occurrence. No erroneous patient results were generated in connection with the reported event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed the leak from disconnected tubing at diluent supply chamber to sweep flow. The fse re-connected the tubing with a restrictor to sleeve to resolve the leak issue and vacuum errors. The fse also observed the leak wet the peltier connectors. The fse dried the connection, resolving the ambient temperature and +12 vdc errors. The fse then performed verification of instrument and the instrument was returned to normal operation. (B)(4).